Event description:
Bone screw broke off at the head in the right ilium while being tightened by md. Head retrieved. No injury to pt. Body of screw returned, and physician indicated there was no contraindication to having screw in pt.